Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Customer's blood glucose level was in the 40s mg/dl range. Customer consumed carbohydrates to address the low blood glucose level. Tandem technical support made multiple attempts to follow up with the customer, but a response was not received.